Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that customer during central processing, an exposed silver/gray wire was identified on the long bipolar graspers (lbg) instrument. There was no report of patient involvement.